Event description:
In the patient's room, the impella device was showing low pulsatile pressure and was alarming to alert for evaluating the placement of the catheter. Cardiologist was brought to the bedside along with the echo tech. A stat echocardiogram (echo) was done to evaluate the placement of catheter. The catheter was repostioned by cardiologist and the wave forms returned to proper form and all parameters returned to within normal limits. Cardiologist tightened the device and left the room. Within appoximatley one to two minutes the device alarmed and the machine showed it went from p8 to p0. Stat call was placed to the device rep, and the rep walked the team through the same steps they had already performed prior to the call. The team was unable to restart the machine. The cardiologist and echo tech were called back to the room and a decision was made to pull the catheter back into the aorta and shut the machine off.